Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the balloon was cut. The 10 valve door was disengaged. The obturator, valve seal and lock collar appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the balloon cut may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic living donor nephrectomy procedure. About twenty minutes after the start of the operation, the balloon burst. When inserting the second or third port, something might have hit the balloon. There seemed to be no missing fragment in the silicone outside the balloon. But the fragment of the latex inside the balloon dropped into the abdominal cavity and was retrieved with forceps. The procedure was completed with another device. The surgical time was extended by more than thirty minutes. There was no patient harm.